Event description:
When the hcp attempted to fit the stimloc cover onto base, it wouldn't clip into place because the cover diameter was too large. The patient was undergoing a bilateral implant and the stimloc cover from the other side was used fit onto the base. The hcp was able to make the first, 'large' cover work on the other base. It is unclear if the cover was modified or trimmed to fit the base hole. Both covers eventually fit and were implanted in the patient. No patient symptoms were reported. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Results: stimloc cover. See scanned page.